Manufacturer narrative:
Device is a combination product. (B)(4). Promus element plus, ous, mr 2.5x28mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found proximal struts lifted and pulled in a proximal direction. The undamaged stent od (outer diameter) was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no damage to the hypotube shaft. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-aug-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately calcified distal left anterior descending (lad) artery. After pre-dilatation with semi-compliant balloon, a 2.50x28mm promus element stent was advanced but failed to cross the lesion after repeated attempts. The device was removed and the procedure was completed with plain old balloon angioplasty only. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.